Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected non- fasting blood glucose test result range is 118 to 210mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is (B)(6) 2016. Product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(4).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected non- fasting blood glucose test result range is 118 to 210mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is (B)(6) 2016. Product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6).